Event description:
Covidien received information that this n65 pulse oximeter is missing segments. There is no report of serious injury or death in association of the complaint.

Manufacturer narrative:
Covidien confirmed missing segments. The universal interface (ui) printed circuit board (pcb) was replaced. The unit passes testing. (B)(4).